Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported being referred for periodontal evaluation and was diagnosed with severe recession, lack of keratinized gingiva at teeth 19-21, 26, generalized chronic periodontitis, malocclusion, and occlusal trauma. The doctor recommended to cease byte treatment until periodontal tissues are stable. Patient initials: (B)(6). Dob: (B)(6) 1988 gender: female.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.